Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance twice due to low blood glucose. The pump was not alerting the customer to highs or lows. On (B)(6) 2017 they had blood glucose of 40 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. The customer was having issues with the sensor not alerting on high or low and sensor glucose versus blood glucose differences of 500 mg/dl and sensor value of 175 mg/dl. Troubleshooting was completed for the sensor issue but not the lows or highs. The insulin pump will not be returned for analysis.